Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A tapered screw vent implant (tsvmwb10) was returned for investigation. Visual inspection of the as returned product identified minimal signs of use with no sign of damage within the external threads of the implant. The collar and internal hex of the implant showed signs of use but no damage. Visual and dimensional comparison of the implant with the drawing (pd-tsvmwb10 rev. D) using a caliper (cal1334; calibration due: 25-sep-2020) verified that the implant was consistent with the design. The implant was located at dental position #6 and was implanted for approximately one month. The patient was also reported to be a smoker and have bruxism, clenching and moderate density bone. No other pre-existing patient conditions were noted in the per or in the complaint file. No x-rays were provided by the customer for the reported event. DHR review was completed for the subject lot number (1221161). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1221161) for similar events and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or for the reported device (tsvmwb10). Based on the investigation, the implant did not malfunction. The reported event is non-verifiable as it is a medical condition event. D4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that implant (tsvmwb10) was removed due to bone loss at tooth site location 6. Site was bone grafted.